Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at morning and 56 mg/dl at the lunch time. The customer ate food and blood glucose came up. The customer had gone to healthcare professional about their low blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.